Manufacturer narrative:
Updated sections h6- type of investigation, findings, and conclusions a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Imagery was provided by the site and reviewed by an edwards proctor/imager. The following observations were made: the 20mm valve is overall well expanded, just slightly under expanded in the mid frame. Thickened leaflets/halt were observed. The complaint for leaflet thickening/halt was confirmed based on the provided imagery. However, the complaint for increased gradients was unable to be confirmed due to the unavailability of related imagery or medical records. A review of the device history record, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had medical history of halt with anticoagulation, renal cell cancer with metastasis to lungs and mean gradient 70 mmhg, so it was likely that the patient's pre-existing comorbidities contributed to the early valve degeneration with thickened leaflet. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to leaflet thickening/halt. However, a definitive root cause was unable to be determined. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), and also obstruct the blood flow through valve, leading to increase gradients. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 20mm sapien 3 ultra aortic valve implanted for 1 year and 5 months presented with elevated gradients and hypoattenuated leaflets thickening (halt). Recent CT scan showed valve slightly under-expanded in the mid-valve area. There is no calcification on the leaflets, and according to the clinical notes there is no regurgitation. The patient had been admitted with dyspnea, chest pain and heart failure. The team has decided to explant the sapien 3 ultra valve and perform a root enlargement followed by surgical aortic valve replacement. The surgery was successful. The patient has a history of halt with anticoagulation, renal cell cancer with mets to lungs, and mean gradient of 70mmhg.